Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set with pre-attached holder, blood splattered out the IV needle end when the safety feature was activated. Blood got on the patient and on the health professional. The health professional was wearing gloves. The measures taken were to spray and wash the affected site. Four other health professionals experienced this issue.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 19-dec-2023. H.6. Investigation summary: material #: 367354. Lot/batch #: 3053931. Bd received 8 shelf packs of samples for investigation. Thirty (30) of the samples were chosen at random and evaluated by functional testing and the indicated failure mode for splatter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode splatter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® push button blood collection set with pre-attached holder, blood splattered out the IV needle end when the safety feature was activated. Blood got on the patient and on the health professional. The health professional was wearing gloves. The measures taken were to spray and wash the affected site. Four other health professionals experienced this issue.